Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with the operating currents within specifications. The insulin pump passed the self test, the rewind test, the prime test, the basic occlusion test, the occlusion test, the force sensor test and the displacement test. The power graph analysis confirmed the low battery alarms and an abnormal loaded voltage at the power management graph due to a connector resistance issue. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored by analysis and functioned properly. The insulin pump was received with minor scratches on the display window and case.

Event description:
The customer reported via phone call their pump was experiencing low battery alarms over the weekend. The customer was assisted on changing the battery and call back if problems persist, the problem reoccurred. The customers blood glucose is 5.6 mmol/l during the incident. The pump will be returned.